Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm pump did not command motor movement (pump error 130). Customer's blood glucose at time of incident was 124 mg/dl. The customer was explained the pump was exposed to high magnetic field or dropped. The customer run displacement test and passed. The customer was advised that insulin pump can be used.